Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a ventilator inoperative alarm condition and failed a pneumatic test step during testing. There was no harm or injury reported. The device was returned to a third-party service center for evaluation. During the evaluation a ventilator inoperative alarm condition and a write to calibration table alarm were noted. The device's software was reloaded to address the issues. A second ventilator inoperative alarm indicating a motor failure and a detachable battery communication failure were observed. The device's blower was recalibrated to address the issues. A power source depleted alarm and hard and soft power failure alarms were observed. Although the power source alarm indicates a failure, the internal battery was found to be depleted and was recharged to address these issues. No malfunction of the battery was observed. A motor controller alarm was noted, and the device was rebooted to correct the issue. A sensor drift alarm was noted, and a pneumatic test was run to correct the issue. These issues would not affect therapy delivery. The initial pneumatic test step failure was not duplicated. The machine flow sensor was replaced preventatively for this issue. The device was retested and passed final testing.

Event description:
The manufacturer received information alleging a ventilator was alarming for a ventilator inoperative alarm condition and failed a pneumatic test step during testing. There was no harm or injury reported. The device has not yet been returned for evaluation. At this time, we are unable to confirm the alleged malfunction. If any additional information is received once the investigation is complete, a follow-up report will be filed.